Event description:
It was reported that on (B)(6) 2015, the patient underwent primary surgery with spinal fixation rods. After surgery, when the patient tried to carry a heavy baggage, rod in one side broke. Another day, when the patient bent forward, the rod in one side broke. Therefore, the patient underwent the revision surgery on (B)(6) 2016.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the returned was confirmed to be fractured upon visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the most likely cause of the event is fatigue of the devices due to the length of implantation.

Event description:
It was reported that on (B)(6) 2015, the patient underwent primary surgery with spinal fixation rods. After surgery, when the patient tried to carry a heavy baggage, rod in one side broke. Another day, when the patient bent forward, the rod in one side broke. Therefore, the patient underwent the revision surgery on (B)(6) 2016.